Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was returned for evaluation. Visual inspection revealed that the purge tubing was cut for the bypass. The sidearm was not returned for evaluation. The root cause of the issue was a leak from the sidearm; however, the exact location of the leak was unknown. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 46-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The patient also had low purge pressure and high purge flows. A purge bypass was performed. No further information was provided. There were no reports of harm to the patient.